Event description:
Reportedly, the instrument was placed across the stomach, the surgeon fired the instrument and then transected the stomach, released the stapler and no staples were present. Unanticipated stomach contents leaked into the abdomen. The surgeon had to hand sew the stomach to complete the case.